Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the duodenal papilla during a papillary dilation procedure performed on (B)(6) 2024. During the ongoing use of the device, the balloon ruptured at 3 atm (10 mm). The customer reported that no piece of the balloon detached inside the patient. The procedure was completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the duodenal papilla during a papillary dilation procedure performed on october 18, 2024. During the ongoing use of the device, the balloon ruptured at 3 atm (10 mm). The customer reported that no piece of the balloon detached inside the patient. The procedure was completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. H11: investigation results the returned cre rx dilatation balloon was analyzed, and a visual inspection found no damage to the device. Functional and microscopic inspection found a pinhole approximately 50 mm from the device tip (which led to the reported leak). No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. The results of the analysis performed on the returned device found that a balloon pinhole is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during or prior to the procedure could create friction on the balloon, causing the problem of pinhole during the procedure. Therefore, the most probable root cause is an adverse event related to procedure.